Manufacturer narrative:
.

Event description:
It was reported that after a procedure using a evac 70 xtra wand, the patient experienced post operative bleeding. The surgeon opted to return the patient to the or to stop the bleeding. There were no additional patient complications reported as a result of this event.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors not related to the device used in the procedure that could have been contributing factors to post-operative bleeding, include patient's health and compliance to post-op instructions. Other factors unrelated to the functionality of the wand and controller that could have resulted in post-op bleeding could be related to types of food consumed, certain medicines and/or bleeding disorders that are known to reduce the body¿s ability to clot.